Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician¿s tablet device displayed an error message stating ¿cannot find port¿ when attempting interrogation. The tablet serial cable was unplugged and plugged back in but the error message continued to appear. It was noted that the tablet serial cable was kinked. There were no issues with the wand battery and the wand was able to successfully interrogate when used with a handheld device. The tablet serial cable has not been returned to the manufacturer to date.

Manufacturer narrative:
.

Event description:
It was reported that the cable was being returned to manufacturer for analysis. It was reported that the new cable was received by the physician and the tablet works "fine" now. The usb cable was received for analysis. Analysis of the cable was completed on (B)(4) 2014. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.